Event description:
The type of this complaint is revision due to implant loosening. Tka for oa took place on (B)(6) 2014 by use of attune. The revision took place on (B)(6) in 2015 because the product in question loosened. Implant looseness on the tibial side was not found. The surgeon replaced the product in question with sigma cs equipped with a stem. The surgeon was informed that sigma cs on the femoral side is not compatible with attune on the tibial side. However, the surgeon decided not to remove the attune on the tibial side considering the risk of removal of the tibia. The surgery was complete without any delay. The patient is now under observation.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy synthes will notify the FDA of the results of the investigation upon its completion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). Examination of the submitted device found no observable damage or irregularities that would substantiate original implant failure. The complaint does not seem to be a result of product deficiencies. Furthermore, it is impossible to determine what the possible root cause was without the complainant specifying whether or not femoral loosening was found resulting from the primary, meaning that the claim of implant loosening cannot be confirmed. With the information provided, the root cause of the failed primary cannot be definitively determined. The installation of the sigma cs femoral component implemented in the revision was installed in lieu of being warned of incompatibility with the attune line and is considered off-label use. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not verify or identify any product contribution to the reported device looesning with the information provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Followup with the complainant has been conducted for the lot number, and the information is not available.